Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-07134. It was reported the patient underwent surgical intervention, wherein the ipg and the leads were explanted and replaced with a different model. No further information is known at this time. Date of surgery is unknown.

Manufacturer narrative:
A patient experienced ineffective therapy due to high impedances after a fall was reported to abbott. The issue was for a previous system that was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.